Event description:
The implant failed due to patient's poor bone condition. Fixture was placed at #25 and removed after 6 months. Bone graft material was used. Traditional 2 stage. Prosthetics attachment (single). Moderate oral hygiene.

Manufacturer narrative:
According to our investigation, there was no discrepancy on our product. There is no health information about patient. See scanned pages.